Event description:
A pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within an acceptable range. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged. The issue did not require cartridge replacement, and the customer was able to resume insulin use with the original cartridge.